Event description:
Company rep became aware that epileptic vns patient passed away on (B)(6), 2010. F/u with funeral home revealed that vns device was buried with the deceased. The cause of death in the death certificate was mentioned as: sepsis/septic shock (48 hours), gangrenes left foot (1 week), atherosclerotic peripheral vascular disease (aspvd) (1 year). Also, no autopsy was performed. Good faith attempts with the pt's treating neurologist have been unsuccessful to date to question the relationship of death to vns device. Sudep eval was conducted by MFR and based on the available info, it has been determined not to be sudep since the death was not sudden or unexpected. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Eval, method: device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.